Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.

Event description:
It was reported during the implant procedure that the device showed oversensing. The s2d will be sent in for analysis. The device was not implanted. No patient complications have been reported as a result of this event.